Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 6 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. Patient is happy with programming. Nothing went back as facility keeps.